Manufacturer narrative:
Several attempts were made to request product return and it did not arrive for evaluation. The reported issue could not be confirmed by product evaluation. With any hemodynamic monitoring readings can change quickly and dramatically. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. It could not be confirmed if user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review. The device service history record could not be completed as the lot/serial number is unknown. The submission number for the other product involved is 2015691-2020-10842.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The product is expected to be returned, but has not arrived. When the evaluation findings are available a supplemental report will be submitted. The device service history record review has not been completed. When the findings are available a supplemental report will be submitted. The submission number for the other product involved in this event will be submitted in the supplemental report.

Event description:
It was reported that during patient monitoring with a foresight elite tissue oximeter monitor and a foresight elite preamp cable that the patient parameter numbers were drifting out of normal range for the patient¿s condition. The clinicians power cycled the monitor and then the numbers displayed within acceptable range. Further information has been attempted to be obtained from the facility, but has been unsuccessful. Patient demographic information has been requested and not received. There was no inappropriate patient treatment reported. There was no patient harm or injury reported.